Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency. There are no recent issues reported for this patient or device. Peritoneal dialysis patients are at increased risk for mortality with a poor long-term survival rate of 11% living past ten years. Pd patients have many comorbid conditions which are risk factors, with cardiovascular disease accounting for most deaths. This patient¿s comorbid conditions are unknown. Based on the limited information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a patient passed away during their treatment the previous day. The contact needed assistance with cancelling the treatment. No further information was provided during the call. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed that the lower catch door post was slightly rotated clockwise. There were visual indications of particulates under both catch door posts. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was found to be within tolerance. There were no discrepancies encountered during the internal visual inspection. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.